Manufacturer narrative:
The results of the investigation are inconclusive since the lead and the device were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of ventricular fibrillation and non-sustained oversensing due to lead noise were observed on the right ventricular (rv) channel. The lead was capped. The rv lead was not replaced as the system was electively revised to non-abbott. The patient was in stable condition.